Event description:
Customer reported a 911 call for their high blood glucose. Blood glucose at the time of the call was 500 mg/dl. The customer also reported feeling sick and having palpitations before she called 911. The customer also stated she had fifth disease exposure. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.